Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the mid-40's (mg/dl). The customer treated bg level by consuming strawberry preserves. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 43 mg/dl was observed at approximately 1am on (B)(6) 2018 via continuous glucose monitor (cgm) data. Cartridge change sequence was completed at 7:10pm on (B)(6) 2018. The last bolus delivered on (B)(6) 2018 was at 8:23 pm for 60 grams of carbohydrate without entering current bg level. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.